Event description:
The customer stated that insulin leaked from three reservoirs as he was filling them. The customer stated that the top of the reservoirs appeared to be loose. The customer stated that he used the reservoirs, even though they leaked, and he had no problems with them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.